Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level up to 500 mg/dl. Customer had blood glucose level of 475 mg/dl. Customer was treated with insulin pump and manual injection. Customer was alleging insulin pump for under delivery because customer's blood glucose level was not going down. Customer stated that there was no air bubbles and leak. Customer stated that the cannula was not bent. Customer stated that the insulin pump failed high pressure test and it was failed. The insulin pump will not be returned for analysis.